Event description:
Add'l info rec'd from MFR 12/17/02: MFR has determined that a product recall of this and related product lots is appropriate and was initiated on november 4th, 2002. The FDA was notified on november 15th, 2002 in regards to this recall designated as 2219689-11/15/02-010-r.

Event description:
Add'l info rec'd from pt 11/04/2002: recently pt picked up medical records. The last paragraph of the same certainly indicates that the prosthesis was defective.

Event description:
Pt had a total right hip replacement. During the next year the hip slipped out of joint 7 times. Each time it happened, pt had to call 911 for an emergency run to a local hosp. Because of these problems, dr decided to do some "explanatory" surgery to deermine the problem and try to correct the same. The problem was determined and was corrected and at the same time the total right hip was replaced by a new titanium total right hip and problems seemed to have been solved. In the interim pt was a 6-7 mile a day walker but the weather got so hot that they quit walking for a while until 8/02 when they happened to be outside at 7 am and realized that the temp was in the low 70's and was ideal for morning walks. Pt arose the next day and could only walk about 2-3 miles and while returning home while walking at a very slow pace they suddenly fell over on the blacktop road. Pt looked down at right foot and tried to move it but nothing happened so they knew that something happened with the titanium hip. Spouse called 911 and pt again went to the ER of hosp. A review of the x-rays by 3 drs led all 3 of them to remark that they could not believe what they saw as the top of the ball broke off the shank. Pt finally saw dr for the first time since surgery and their first question was where was the hip he removed. What was the name and address of the MFR because they wanted to have the parts examined by someone to try and determine the reason for this extra strong metal to break so easily. Pt was informed by the dr that the parts were given to the sales rep for the MFR and pt assumes that they still have possession of the same. A young lady pt spoke to promised that someone would get back to pt as soon as possible but pt is concerned about what may happen to the items which are in their possession. Pt requests assistance in determining the cause of the failure of the titanium hip.